Manufacturer narrative:
The device was received and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. During idea testing the device alarmed for an upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be the ultrasonic sensor out of specification and unable to be calibrated. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump the device alarmed upstream occlusion. No additional information is available.